Event description:
Customer reported receiving an error alarm on the insulin pump. Self test was performed and passed. Customer mentioned that the insulin pump does not vibrate when they press the act button after using the up arrow. It was noted that the insulin pump did not vibrate during the self test either. Customer's blood glucose reading at the time of the call was 192 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had no unexpected alarms noted during testing. The insulin pump passed displacement test. No vibration during self-test. The insulin pump failed self-test due to broken vibrator motor wire. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.